Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. The 3.0 x 12 mm nc trek balloon was used for post-dilatation; however, the balloon ruptured during the first inflation of 16 atmospheres (atm). A non-abbott balloon was used to complete the procedure. It was noted that the nc trek balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough. Guide cath: mach 1 fl4. During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.